Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was getting a no delivery alarm during bolus on the insulin pump. Troubleshooting was performed and it was found that the battery needed to be changed. After changing the battery, the customer was able to rewind the pump. Customer's blood glucose level went down from 400 to 362 mg/dl. Customer asked for a replacement set to be sent. No additional information provided.